Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the unicel dxi 800 access immunoassay system for one patient. The first two samples obtained from the patient gave results of 0.26ng/ml and 0.18ng/ml. The third sample gave 2 results of 1.01ng/ml and when tested on a different instrument, it gave results of 0.39 and 0.26ng/ml. The sample was freshly aliquoted from the original filtered draw tube and then gave a result of 0.19ng/ml and when tested on a different instrument gave a result of 0.10ng/ml. A fourth sample obtained from this patient gave a negative result when tested. The erroneous results were reported out of the laboratory. There was no change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Sample in question was lithium heparin plasma and did not visually appear hemolyzed, lipemic or icteric. Samples were filtered and aliquoted for testing in a 1ml insert cup. Three levels of qc were tested in 2008 and all qc resulted within the customer's established range. Qc before and after the event resulted in range. A field service engineer (fse) was dispatched and onsite for two days from the same day: fse completed a system check. All results passed specifications. Fse verified instrument per established procedures. Results meet published performance specifications. A clear root cause for this event has not been determined to date, a malfunction will be assumed for the purpose of this report.